Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(4) 2017 from a healthcare professional via business partners reported on (B)(4) 2017 and (B)(4) 2017, it was learned that additional medical history included infectious encephalitis at age 2 with resultant spastic diplegia. On (B)(6) 2009, the patient started treatment with lioresal. It was further noted that during the system content removal on (B)(4) 2017, the healthcare professional (hcp) performed a reservoir rinse using 3 nacl (sodium chloride) flushes, refilled the patient with the correct concentration using a lioresal refill kit (model #8565), and withdrew 6 ml from the side port. The patient's symptoms had resolved. No additional information was provided. Medical history included intractable spasticity, cerebral palsy and implantations of: an indura sutureless pump connector revision kit, a synchromed ii pump (model # 8709sc, 8637-40, implanted (B)(6) 2009); a synchromed ii pump (model # 8637-40, implanted (B)(6) 2015) and an ascenda catheter device (model # 8780, implanted (B)(6) 2015). Concomitant products were not reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal 2000mcg/ml for a total dose of 206.81mcg/day via an implantable pump for intractable spasticity and cerebral palsy, it was reported the pump was filled with the wrong concentration of drug on (B)(6) 2017. It was noted that the patient was accidentally filled with 2000mcg/ml instead of the 500mcg/ml drug they were previously on. The pump remained programmed at 500mcg/ml. The patient experienced vomiting, weakness, and dizziness. Location of symptoms was noted as other. The healthcare professional (hcp) filled the pump with 500mcg/ml today ((B)(6) 2017) and was performing a system content removal. The hcp accessed the side port and aspirated contents of the catheter. The hcp wanted to confirmed they were programming the prime bolus correctly. The catheter volume was noted as 0.251, and the hcp should perform the following steps to ensure the 2000mcg/ml drug was out of the system. The steps included aspiration, then prime 0.251ml, then aspiration, then prime 0.5ml, then aspiration, and then prime 0.251ml. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-sep-09 reported an investigation was in progress regarding the cause of the pump filled with wrong drug concentration. Actions/interventions included the manufacturer was contacted, the in correct concentration was removed, the reservoir was rinsed and filled with the correct concentration of drug. The hcp performed a side port access with aspiration of fluid. A priming bolus times three was performed per manufacturer representative (rep) instructions. It was noted that the issue was resolved. The patient's weight was unknown. No further complications were reported/anticipated.